Event description:
The customer received questionable results for n-terminal pro b-type natriuretic peptide, short turn around time (probnp stat) on one patient. All results are in pg/ml. The initial result was 5.0, accompanied by a data flag. This result was reported outside of the laboratory, and was questioned by the physician. The sample was repeated on the same analyzer and generated a result of 8976. The sample was also repeated on an elecsys 2010 and generated a result of 9113. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot of probnp stat reagent in use was 16845302, with an expiration date of 09/30/2013. The field service representative found the pinch tubing was past due for changing. He changed the pinch valve tubing and replaced the measuring cells, and followed up with preventative maintenance checks. He also performed diagnostic checks which passed in accordance with specifications. The customer verified calibrations, qc and patients for probnp stat with no further errors and results within guidelines. The customer has not had any issues with probnp stat since the service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results: device subassembly- pinch tubing.